Event description:
Reporter alleged blood glucose measured hi at 8:10 pm back to back with a result of 250 mg/dl performed at 8:13 pm. Customer stated not consuming the same amount of food as a result, but no other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.